Manufacturer narrative:
The physician is not alleging a product malfunction caused or contributed to the patient adverse event and the product was not returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by the hospital staff and is unavailable for return to egs. The physician is alleging the tif procedure may have caused/contributed to the patient's abscess. Based on the available information received by egs, the cause of the reported incident could not be conclusively determined. It cannot be confirmed whether the tif procedure, the robotic hiatal hernia repair, or a combination of the two procedures caused or contributed to the patient's abscess.

Event description:
A patient who underwent a robotic hiatal hernia repair procedure followed by a tif procedure, returned to the hospital a week after the procedures with a fever and retrosternal pain. A CT scan was performed and a fluid abscess at the hiatus was diagnosed. A drainage tube was placed to drain the abscess and the patient was discharged from the hospital the following day.

Manufacturer narrative:
Updating health effect clinical code (e) to only include: 1690, and 1858. Updating health effect impact code (f) to only include: 4625, and 4641. Updating type of investigation (b) to only include: 4112, 4109, 4110, 4115, and 4111. Updating investigation conclusions (d) to only include: 4315.